Event description:
A peritoneal dialysis (pd) patient requested for assistance on how to cancel treatment and stated the blue pin on the patient connector had popped out of the patient line during drain 4 of 4 of treatment and caused a fluid leak. The patient could not continue treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area. There were no alarms or warnings. The patient was assisted with cancelling treatment and was to re-setup the cycler. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the fluid leak event. The pdrn stated during drain 4 of 4 of treatment that the blue stay safe pin somehow fell off and fluid began to leak from the stay safe connecter. The pdrn stated the pin had not been pushed on or tampered with. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient requested for assistance on how to cancel treatment and stated the blue pin on the patient connector had popped out of the patient line during drain 4 of 4 of treatment and caused a fluid leak. The patient could not continue treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area. There were no alarms or warnings. The patient was assisted with cancelling treatment and was to re-setup the cycler. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the fluid leak event. The pdrn stated during drain 4 of 4 of treatment that the blue stay safe pin somehow fell off and fluid began to leak from the stay safe connecter. The pdrn stated the pin had not been pushed on or tampered with. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.